Manufacturer narrative:
H6: health impact - additional surgery: 4625 - lvc (laser vision correction). H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+3.5/094 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2019. The patient experienced a refractive surprise. The patient had lvc (laser vision correction) on (B)(6) 2019 and the problem was resolved. The lens remained implanted and the patient was happy. The cause of the event was unknown.